Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 03-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was observed to repeatedly log out of windows and prompt for the windows password. A technical support specialist (tss) dialed into the station and found that windows were prompting for the care fusion application (cfn app) password due to inactivity, which had caused the system to lock. Upon further investigation, it was determined that the station¿s group policy store was corrupt. The tss followed the knowledge article "wsus-windows updates fail to check or install updates due to corrupted group policy" to repair the group policy store, the station was rebooted and confirmed that the application launched automatically. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, station keeps logging out of windows and requesting windows password. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, station keeps logging out of windows and requesting windows password. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.